Event description:
On (B)(6) 2014, the patient was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. It was reported that the device was implanted below the right renal artery. The physician had some difficulties to cannulate the gate from the left side and after several unsuccessful attempts; the physician converted the patient to an open repair. The patient tolerated the procedure. According to the information provided, the device did not cause or contribute to the event.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Images and the device are not available for analysis. With information provided, gore is unable to determine the root cause of this incident.